Event description:
It was reported that while stimulation was turned on, the pt experienced spasms in her wrists, ankles, and knees. The symptoms did not occur when the device was turned off. The pt consulted many physicians regarding the issue, and was instructed by a physician to turn stimulation off. The spasms then stopped. The device had been off for two months. The symptoms had been occurring for two years and began following a fall. The pt was "always falling" and she felt as if her neurostimulator was "cracked". The pt had a urinary tract infection and was taking antibiotics. It was later reported that the neurostimulator was replaced the first week of (B)(6) 2011. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).